Event description:
1/8/97 based on the incident report, the mother called in and said that when she activated the snap dose of gancyclovir 190 mg/50 ml there was no flow even after disconnecting from the pt's line. Based on the report there were 3 incidents where this mom was concerned whether the entire dose was infused. Unk whether there was pt harm or not. The snap dose was changed from 190mg/50 ml to 190mg/100ml of gancyclovir. This worked fine except that the pt rec'd more fluid. The pt had a kidney transplant and the gancyclovir was related to that. The pt had a PICC line IV and had received catheter care. The pharmacy has changed to the 100ml/hr snap doses now. No other info was available.